Event description:
It was reported that device cannot calibrate syringe size. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed a crack on right plunger case. Customer?s reported issue was duplicated. The root cause of the reported issue was determined. Size pot flex was torn and worn out as a result of normal wear. Pump is over nine years old. Actions taken to mitigate the reported issue: replaced barrel clamp size pot. Performed calibration and passed all functional test.